Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the right atrial lead was fractured. The lead was deactivated and replaced. The device was returned to the manufacturer after being explanted due to being close to elective replacement indicator and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.